Manufacturer narrative:
Event took place in the UK and has been reported through british distribution subsidiary pajunk medical ltd. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Based on risk assessment and clinical assessment file is considered as closed.

Event description:
Irn# (B)(4). Initial reporter´s narrative: "patient requiring spinal anaesthetic. Difficult to do, multiple needles used. One needle managed to get into csf unfortunately had a leur lock connection therefore it was not possible to infiltrate any medication. Subsequent needle had to be passed and patient suffered an unnecessary dural puncture. On investigation afterwards it appeared the leur lock needle had been in an nrfit package."

Manufacturer narrative:
Event took place in the (B)(6) and has been reported through (B)(4) distribution subsidiary pajunk medical ltd. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: "patient requiring spinal anaesthetic. Difficult to do, multiple needles used. One needle managed to get into csf unfortunately had a leur lock connection therefore it was not possible to infiltrate any medication. Subsequent needle had to be passed and patient suffered an unneccessary dural puncture. On investigation afterwards it appeared the leur lock needle had been in an nrfit package."